Manufacturer narrative:
Upon visual inspection, the potted trigger assembly was found to be corroded. The device was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility the core universal driver safety switch would not stay engaged when the device was in the forward position. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.